Event description:
It was reported by covidien service engineer (se) that during the preventive maintenance of the 840 ventilator the display was found faulty. The ventilator was not in use on a patient at the time the malfunction occurred. The se replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb¿s were upgraded and the latest version of the operational software was installed. The unit passed all testing and operated within the manufacturing specifications.